Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy230850h ) showed ins functionally okay, insignificant anomalies. No significant anomaly.

Manufacturer narrative:
Concomitant medical products : product ID: 3889-33, lot# va0at7v, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0at7v, implanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the device had normal eri (elective replacement indicator). The patient reported shocking sensation on setting when 0 electrode was active. They revised lead and when viewing generator in pocket surgeon noticed fluid in header of device. All impedance was within normal range but physician made decision to replace generator to provide a safe and effective long term therapy outcome a new device was implanted on (B)(6) 2014 . Additional information received noted that the patient was doing fine with new replacement battery. Additional information received: normal battery depletion was noted as no.